Event description:
The customer reported the ventilator shut down and alarmed upon changing the power outlet it was plugged into, and then displayed vent inop. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturer's service technician reported the device displayed vent inop upon start up. The service technician replaced the power supply to address the finding. Extended self testing and applicable final testing was completed and passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.